Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a cgm pairing failure between the dexcom g7 sensor and the ilet, resulting in no glucose readings on the ilet until troubleshooting was performed to start the sensor and enter the cgm code, after which pairing succeeded and readings were restored on both devices. Symptoms included hyperglycemia with a highest glucose of 351 mg/dl and glucose values outside 70¿180 mg/dl for approximately 2¿3 hours, without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute sequelae. Outcomes included no use of backup therapy, no ketone testing, and no professional medical intervention or other assistance. Investigation included troubleshooting and user education. Investigation of this case revealed that the cgm had not been paired to the ilet until the user initiated sensor start and code entry, after which normal function resumed. It was concluded that the event was attributable to cgm not paired to the ilet and resolved with standard pairing steps. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.